Manufacturer narrative:
H3-device evaluation: the lens was returned in liquid, in a vial. Visual inspection found that the haptic was torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon removed a 13.2mm micl13.2 implantable collamer lens, -4.5 diopter from the vial, the lens tore. This occurred on (B)(6) 2020. There was no patient contact with the lens and a back-up lens was implanted.